Event description:
Complainant has had an ongoing med condition which they attribute to their dental bridge. Rptr states they have chronic diarrhea coinciding with the usage of a partial dental appliance starting approx two yrs ago. Rptr has been to many drs and no cause of their condition can be found. Complainant states they have been unable to obtain the name of the dental appliance MFR/lab or the names of the raw materials used. Field officer told rptr if they were to find out this info FDA could then search the MDR database to determine if there have been similar problems. Field officer contacted the dental device branch re: the issue of chemical leaching from dental appliances/bridges. Generally, no known problems exist with this issue. However, without specific names of the raw materials utilized field office is unable to eval. Field officer contacted a local dental lab to determine if any state regulatory body regulates these labs. Field officer was told no, but that there is a national board for certification and also within the state there is a dental labs association. The complainant was contacted to relay the fact that if they could determine the dental lab involved field officer would be in a better position to respond to their inquiry. Field officer did ask if they ever discontinued the use of the dental bridge for any length of time and they said they did and noticed a decrease in symptoms. Date purchased 7/95.